Event description:
It was reported that the altrix machine was not cooling the patient. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The nurse did not initially have a temperature probe connected to the patient. It was identified that the cooling system was not cooling the patient due to no defect with the product, and that this was likely caused by user error. Device not returned.

Event description:
It was reported that the altrix machine was not cooling the patient. The patient was not adversely affected and no clinically relevant delay in treatment was reported.